Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is likely the faulty cable caused the reported issue (e224 error code and no image on the screen). However, the root cause of the faulty cable could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a cable failure. Additional evaluation findings are as follows: 1.) Chipping on the packing cab was noted; 2.) Rear cover label was noted faded. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error occurred and no image was present. The problem, as reported to olympus, was identified during reprocessing of the device. There was no patient injury, associated with the event, reported to olympus.